Event description:
A malfunction alarm was reported, with the code displayed as malf 0. The customer¿s blood glucose level impact was unknown, as they declined to answer. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to report if any issues reappear.